Manufacturer narrative:
Pump booted up properly once installing aa battery, no flashing medtronic logo was noted. The pump passed the displacement test. The pump failed the self test due to appearance of pump error 63. Pump up and down buttons were hard to press. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 alarms on the event date of (B)(6) 2024 at 01:57:19.000 (variable #: 12). Pump alarmed a pump error 54 alarm on the event date of (B)(6) 2024 at 01:55:33.000 (file #: 493, line #: 710, esf #: n/a) due to a possible hardware failure. Pump alarmed a pump error 4 alarm on the event date of (B)(6) 2024 at 01:55:33.000. Pump alarmed a pump error 63 alarm during testing on (B)(6) 2024 at 11:49 am. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces. The following were also noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, and stained keypad overlay. Flashing medtronic logo was not confirmed during testing. Exposed to moisture was confirmed found on the keypad traces and electronic assembly. Pump error 63 was confirmed during testing due to moisture damage on the keypad traces namely at the u1 chip. Pump error 54 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 54. Intermittently responsive up and down buttons were confirmed during testing due to moisture damage on the keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1715kl. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1715kl was requested and customer response was the device will be returned.